Event description:
Customer's son reported blood glucose results of 178 mg/dl and 182 mg/dl on the advantage system, 90 mg/dl on a hospital meter within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.